Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/15/2013 with the following findings:during testing, the display screen was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging difficulty reading the display screen when outside. The reporter also noted that the contrast setting was at high. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump will be sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.